Event description:
Triple lumen catheter threaded without difficulty until last portion of line. Resistance met, so catheter pulled back and noted that the wire had a kink in it. The line was removed and the wire was pulled. It was kinked with a 90 degree bend at the distal portion of the wire.